Event description:
It was reported that, during a meniscus repair procedure after having deployed t1, the fast fix's t2 could not be deployed. T1 was left within the patient. There was a backup device available. No significant delay or further complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
One fast-fix 360 curved needle delivery system device used in treatment, was returned for evaluation. Please note: inadvertent twisting or over flexing of the needle track can affect deployment and may encourage unintended release or retaining of anchors. The delivery curve was found bent upward and twisted toward the right. The actuator was functional but would get stuck due to needle manipulation. T1, t2 and suture were not returned. The depth limiter was attached. It was pushed from the distal direction from tissue resistance. There was confirmation of unintended use error causing or contributing to the event. Appropriate anchor spacing is required to inhibit improper deployment. The fast-fix 360 devices are manufactured with straight or curved delivery needles. Intentional bending of the delivery needle may make it difficult or impossible to deliver the t1 and t2 implants. If the delivery needle has been inadvertently bent, or if resistance is encountered during deployment, a new delivery device may be needed.¿ no root cause related to the manufacture of the device was confirmed. Complaint history review indicated no similar allegations for the lot number reported. Batch review did not indicate a condition, product or procedure failure that supported the allegation. Instructions for use (IFU) contains recommendations and precautionary statements for proper use of product. Risk management files contain the reported failure. No root cause related to the manufacture of the device was confirmed. Product met specifications upon release to distribution. No further action required this time.